Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the front end of the guidewire was inserted about 5cm into the ureteroscope but could not proceed, and upon removal, it was found that the front end was broken.

Manufacturer narrative:
The reported event is inconclusive as no sample was returned for evaluation. The instructions-for-use were reviewed and found to be adequate. DHR review did not show any problems or conditions that would have contributed to the reported event. Correction: e UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the front end of the guidewire was inserted about 5cm into the ureteroscope but could not proceed, and upon removal, it was found that the front end was broken.